Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger clamp failed holding force specifications in the reported problem area of the pipette assembly. The plunger clamp, lld contact spring, and oss module a1 summit power pcb were replaced. The instrument was inspected, tested without further problem, and returned to service.